Event description:
The customer reported that the system would not product fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control print fuse was replaced. The system was tested and found to be working as intended and put back into service.